Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced leakage and failure with his artificial urinary sphincter (aus) implanted on 2012. The cuff seems to cycle correctly but does not fully close the urethra. An ultrasound was done and it had 17 cc in it, the assumption is that there is a leak. A revision is currently being formulated. No more information is available at the moment.